Manufacturer narrative:
Updated product analysis: the reported difficulty to close could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle closed and capsule partially open. The catheter shaft appeared bent with a sharp bend observed at the distal end. A locking collar was received attached to the distal end of the catheter shaft. Deformation was observed to the distal end of the catheter shaft. The capsule appeared buckled at the proximal end and the capsule material bunched. Resistance could be felt when initially retracting the handle and wear was observed to the distal screw gear threads. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected with an infold noted. The capsule could be closed with no issues. No other deformation was observed to the remainder of the device. The reported difficulty to close could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading procedure for the transcatheter aortic valve, the capsule did not progress over the valve inflow during the last 25% of the loading process. Two indentations formed in the capsule's outer layer around the paddle box, and the distal end of the delivery catheter system curved at an unusual angle. The capsule then collapsed around the paddle attachment box and did not close any further. The device was never implanted and was replaced.